Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap came out and he pushed it back in. The drive support cap was sticking out. Customer's blood glucose level was not reported. The device was not returned.